Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's ilet displayed a persistent blue circle on the screen and the paired mobile app showed an "update failed" alert after an attempted automatic update, rendering the device unavailable for use and necessitating a replacement. Symptoms included no reported adverse health effects, and the user¿s blood glucose at the time was 177 mg/dl. Outcomes included the user transitioning to backup therapy and continuing dexcom use until the replacement arrived. Investigation included troubleshooting steps such as confirming software status, force-quitting and relaunching the app, and verifying proximity and connectivity during update attempts. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.